Manufacturer narrative:
1.customer claims blood pressure monitor is "dangerous" because it is reading 20 points higher than readings taken by nurses and cardiac care specialists,comparison method and data unknown(instructions notice:blood pressure measurements determined by this monitor are equivalent to those obtained by a trained observer using the cuff/stethoscope auscultation method, within the limits prescribed by the american national standard institute, electronic or automated sphygmomanometers.) 2.after receiving feedback, ihealth contacted customer for exchange, the sample was requested for evaluation,but the product has not been returned yet. 3.review the dmr and DHR involved in the complaint batch to ensure compliance with regulatory requirements 4.customer feedback"the blood pressure monitoring information I have been sending to my care provider for more than a month, on which they base my prescription medicine.",we consider that the reported event could cause or contribute to serious injury if it were to occur. If more evidence is obtained in the future, the investigation will be followed up.

Event description:
The ihealth blood pressure monitor I purchased from amazon on 10/30 is consistently reading my blood pressure as 20 points higher than it actually is. This has been confirmed to me by nurses and cardiac care specialists. This is, of course, very dangerous. The blood pressure monitoring information I have been sending to my care provider for more than a month, on which they base my prescription medicine, has been quite off.